Event description:
The facility rep reported a fail code 538 while infusing 92.1 ml. Although baxter attempted to obtain info, details were not available regarding additional contact info. The hosp rep stated that there were no reports of pt injury or medical intervention. No additional info is available.